Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was returned and evaluated. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and the device was found to be within specification. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor did not infuse. The infusor had been filled with a total of 288 ml of fluorouracil (48ml) and d5w (240ml). The infusion was expected to take 192 hours. At the end of the expected time it was identified that nothing had infused. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.